Event description:
It was reported that during a gastrectomy procedure, an error code 5 was displayed during use. The device was used to cut the liver with "min" button. The blade was burnt and the tissue pad was partially detached. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information not available, device not returned for analysis.